Event description:
The pump occlusion backed off 10 clicks during the case. The measured flow was reading 1 lpm less than the set flow. Manufacturer response for roller pump on perfusion heart lung machine, (brand not provided) (per site reporter). Not yet responded.

Event description:
The pump occlusion backed off 10 clicks during the case. The measured flow was reading 1 lpm less than the set flow. Manufacturer response for roller pump on perfusion heart lung machine, (brand not provided) (per site reporter). Not yet responded.